Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils had migrated") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and feeling abnormal ("brain fog"). The patient was treated with surgery (hysterectomy to remove the migrated essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation and feeling abnormal outcome was unknown. The reporter considered device dislocation and feeling abnormal to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015, and reported adverse events including essure coils had migrated. In (B)(6) 2015, she underwent a hysterectomy to remove the migrated essure devices. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this case limited information was given for the above mentioned event. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("essure coils had migrated") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criterion medically significant) and feeling abnormal ("brain fog"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (plaintiff had surgery to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the perforation, device dislocation, feeling abnormal and pelvic pain outcome was unknown. The reporter considered device dislocation, feeling abnormal, pelvic pain and perforation to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 10-nov-2017: new reporters was added. New events was added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / perforation (fallopian tube(s))") and device dislocation ("essure coils had migrated / malposition of essure device / migration of essure device location of device: migrated out of tubes/ displaced essure device on the right tube") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced feeling abnormal ("brain fog"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, feeling abnormal and pelvic pain outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, feeling abnormal and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: migration of essure device. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received: event 'perforation' was updated as 'fallopian tube perforation'. New reporter was added. Product explant date was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / perforation (fallopian tube(s)) / perforation (fallopian tube") and device dislocation ("essure coils had migrated / malposition of essure device / migration of essure device location of device: migrated out of tubes/ displaced essure device on the right tube / migration of essure device location:migrated out of tube") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In may 2015, the patient had essure inserted. In 2015, the patient experienced feeling abnormal ("brain fog"). In august 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysterectomy (partial). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and device dislocation had not resolved and the feeling abnormal outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and feeling abnormal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: migration of essure device. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 30-may-2018: plaintiff fact sheet was received events. Outcome of event added. Reporter information was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation / perforation (fallopian tube(s)) / perforation (fallopian tube') and device dislocation ('essure coils had migrated / malposition of essure device / migration of essure device location of device: migrated out of tubes/ displaced essure device on the right tube / migration of essure device location:migrated out of tube') in a 22-year-old female patient who had essure (batch no. C91766, c35388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced feeling abnormal ("brain fog"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and device dislocation had not resolved and the feeling abnormal outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and feeling abnormal to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: migration of essure device. Most recent follow-up information incorporated above includes: on 25-jun-2020: pfs received: lot no. Was added. Lawyer was added. Date of lab test (hsg) was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation / perforation (fallopian tube(s)) / perforation (fallopian tube') and device dislocation ('essure coils had migrated / malposition of essure device / migration of essure device location of device: migrated out of tubes/ displaced essure device on the right tube / migration of essure device location:migrated out of tube') in a 22-year-old female patient who had essure (batch no. C91766,c35388) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced feeling abnormal ("brain fog"). In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysterectomy (partial)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation and device dislocation had not resolved and the feeling abnormal outcome was unknown. The reporter considered device dislocation, fallopian tube perforation and feeling abnormal to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: migration of essure device. Batch no-c35388 production date-2014-03-11 expiration date-2017-03-31. Batch no-c91766 production date -2014-08-04 expiration date -2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils had migrated") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and feeling abnormal ("brain fog"). The patient was treated with surgery (hysterectomy to remove the migrated essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation and feeling abnormal outcome was unknown. The reporter considered device dislocation and feeling abnormal to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 15-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015, and reported adverse events including essure coils had migrated. In (B)(6) 2015, she underwent a hysterectomy to remove the migrated essure devices. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this case limited information was given for the above mentioned event. This case was classified as incident since device removal was required. The product technical analysis resulted in an unconfirmed quality defect. Follow-up information will be obtained through the litigation process.